Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio 2 meter was reading inaccurately high and erratic in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient was unable to recall when the alleged product issue first began, only to say, ¿it had been happening for quite a long time¿. She was unable to recall any of the specific high or erratic results that she obtained on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages diabetes with insulin(self-adjuster) and reported that she increased her insulin intake in response to the alleged meter results. The patient stated that a week prior to contacting lfs she developed the symptoms of ¿dizziness, headache, couldn't focus and confused¿. The patient was unwilling to specify what treatment she received. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips had been stored correctly and not expired. The patient did not have control solution to perform a controls solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.